Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported recalibration was performed via echo/non-invasive approach due to an inaccurate measurement.

Event description:
Follow-up confirmed the patients' sensor was also recalibrated on (B)(6) 2017 via right heart catheterization due to sensor drift. Recalibration via right heart catheterization addressed the patient's issue.